Event description:
In the indian journal of opthalmology, the article "amputated icl haptic," the arthor stated, "during icl implantation, the foam tip applicator entrapped one trailing haptic in the injector nozzle resulting in an amputation of a part of the right trailing haptic. The icl with three intact haptics was implanted in the sulcus."

Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. (B)(4).